Event description:
It was reported that the water of arctic sun device did not cool down. Per follow up information received via email on 08jan2024. The device was repaired on customer site. The issue was cooling malfunction. The defective part was chiller pump dc. The chiller pump was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. He device was evaluated upon receipt. Tested bypass mode, t4 didn't cool. Mixing pump normal. Chiller pump not functioning properly. Replaced chiller pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of arctic sun device did not cool down.